Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using a test battery and test pads by bench handling, power cycling, and functional stress testing without duplicating the report. The device was recertified and returned to the customer. We can identify from the log that this device appears to have been left idle in a non-usable state for at 5 months prior to reporting it to zoll. The main board was replaced as a precaution. The board was scrapped after testing. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.